Event description:
(B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue due to which she experienced high blood levels and had passed out. Subsequently, the patient's daughter called the emergency response, by which she was transported to hospital on (B)(6) 2019. Further, she was hospitalized due to diabetic ketoacidosis and encephalitis. The patient reported that she was unconscious, and her blood glucose level was 1600 mg/dl, when she arrived at the hospital. Moreover, she experienced encephalitis and pneumonia while in the hospital. Therefore, she received insulin drip, manual injections and hydrotherapy as corrective treatment. After which she felt better and had no permanent damage. Reportedly on (B)(6) 2019, the patient was still in the hospital since the date of hospitalization. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.